Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim and discolored.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed record of power on reset on (B)(4) 2013 at 20:31. The pump was not set to the correct time and date. For investigation, the time and date were corrected to current. On testing, a rewind, load and prime sequence was performed without alarm. The pump was exercised for 24 hours without issue. The battery was removed from the pump for 6 hours¿ time, and then reinserted. The pump¿s time and date reset to the default setting. The pump was opened for investigation and revealed the internal clock battery was leaking. The display screen was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.